Event description:
I was using the dream station and constantly felt like something was hitting my face when I would be wearing the mask. I then began to develop very irritated and painful sores just inside both nostrils of my nose. I had sinus surgery in (B)(6) of 2020 and just contributed the sores to that surgery but didn't understand why I would have them now after 8 months. When I called my CPAP supplier to order supplies, I was told about the recall and to stop using my CPAP. Why no one bothered to call to tell me of the recall prior to this is beyond me. I then told the lady I was speaking with about the problem I was having with my nose and that upon hearing about the recall I began to think that maybe it could be caused from the CPAP and she then stated that she did not know if it was related, she had very little info. I should also mention that not once have I received any calls from my doctor that ordered me to start using the CPAP. Once I stopped using my CPAP my nose immediately started healing up and after approximately 2 weeks I no longer have the irritated and painful sores. FDA safety report ID # (B)(4).